Manufacturer narrative:
(B)(4): the device is currently unavailable.

Event description:
Per the clinic, the patient experienced poor sound quality with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2014, and the patient was reimplanted with a new device during the same surgery.the device has not been made available for analysis as of the date of this report.